Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root causes of these conditions were determined to be due to wear from normal use and servicing, improper reprocessing, and improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the bearings of the motor device were damaged, the cable/cord/wiring was damaged, there was a hole/cut in the hose, and the locking components were damaged. It was noted that the motor and control were damaged, there was fluid damage, the hose was torn off, and damaged locking parts. It was further determined that the device failed pretest for loctite and cable assessments, motor thermistor assessment, no short circuit between phases and connector body, no short circuit between hall sensors and connector body, no short circuit between 5vdc line and connector body, no short circuit between sensor gnd and connector body, safety assessment, noise assessment, air pump assessment, and handpiece temperature assessment. It was noted in the service order that the device was not working properly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.